Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues downloading the pump and the meter. After troubleshooting, the customer said that her pump was in a rewind/finish mode. She was advised that the pump must be primed and have no errors for the download process to successfully complete. She also mentioned that her blood glucose was over 400 mg/dl and that she treated with a manual injection. The customer said that she did not have any supplies. She said that she spoke to her doctor and would be visiting them the day of the call. She added that her blood glucose was 159 mg/dl the morning of the call. The insulin pump and the carelink will not be returning for analysis.